Manufacturer narrative:
1/25/1999- supplemental report sent to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon applied another procedure device to complete the procedure. The hospital has reported no pt injury occurred.